Event description:
The device was used during a laparoscopic procedure. Reportedly, the instrument did not cut and was difficult to open. The surgeon converted to a laparotomy and resected the tissue at the application to complete the procedure. The hosp has reported no pt injury occurred.